Event description:
It was reported that this pacemaker was suspected to exhibit connection issues due to concerns of the right atrial (ra) lead not being fully inserted into the header. The lead has exhibited evidence of artifact/noise in the past. The field representative asked boston scientific technical services (ts) if this system is MRI conditional. Boston scientific technical services (ts) discussed this system did not meet the conditions for a magnetic resonance imaging (MRI) procedure. No adverse patient effects were reported. At this time, this system remains in service.

Event description:
It was reported that this pacemaker was suspected to exhibit connection issues due to concerns of the right atrial (ra) lead not being fully inserted into the header. The lead has exhibited evidence of artifact/noise in the past. The field representative asked boston scientific technical services (ts) if this system is MRI conditional. Boston scientific technical services (ts) discussed this system did not meet the conditions for a magnetic resonance imaging (MRI) procedure. No adverse patient effects were reported. At this time, this system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in noise/artifact. Please refer to the description for more information regarding the specific circumstances of this event.